Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the msl socket of the power supply unit shows a slight fire damage". No death or patient /user injury or harm was reported.